Manufacturer narrative:
Investigation: the complaint of the poor image being displayed by the acunav catheter was investigated. The most probable cause of the issue was due to stack damage caused by the user handling. The correction is for biosense webster's customer support engineers (cse) to communicate this problem to their customers, and use extra caution when handling the stack array part.

Manufacturer narrative:
The device referenced in this report has not been returned to siemens for evaluation. If additional information is received or if the device is returned at a later date, this report will be supplemented.

Event description:
It was reported that a patient who was already under sedation and with the catheter already inserted into the right atrium was about to undergo a paroxysmal atrial fibrillation (paf) procedure when it was noted that a poor image was being displayed by the catheter. The cables were replaced but the issue remained. The catheter was replaced and the issue was resolved to complete the paf. There was a delay of 15 minutes while the replacement catheter was obtained. There was no loss of data and there was no patient adverse event reported. No additional information was provided.